Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was capped and replaced due to an unspecific reason. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.